Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 03/17/2011 and 03/30/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer's spouse reported that following bilateral intraocular lens (iol) implant surgery, his wife has had blurry vision and they are very disappointed with the results. The consumer's vision has improved following lasik surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for fellow eye.